Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that foreign matter was found before use with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, "before use, the customer found 1ea abg has fm on the barrel."